Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple flat spots along the distal shaft. Microscopic inspection revealed tearing damage to the tip. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 10jun2019. A 7 fr guidezilla ii guide extension catheter was received with MFR. Report # 2134265-2019-05039 with no reported allegation. However, a tear on the tip of the device was noted.